Event description:
Lap chole - "during lap chole procedure cystic artery was nicked and surgeon attempted to crate haemostasis with applier. Clip applier loaded correctly but when closing clips they did not create haemostasis. Second clip applier opened." Patient status: "normal post operative recovery."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.